Event description:
A report was received of gastric dilation following a pulmonary vein isolation (pvi) procedure to treate atrial fibrillation. A few days after the pvi procedure, the patient experienced an uncomfortable feeling in the stomach after eating. An x-ray diagnosed gastric dilation. The patient was treated by abstaining from oral food intake. The patient was reported to be showing signs of improvement two weeks post diagnosis of the gastric dilation. The cause of the injury was determined to be vagal nerve injury.

Manufacturer narrative:
Nerve injury is a known complication of catheter ablation procedures. Esophageal temperature monitoring detected two temperatures rises up to 39c during the procedure. Esophageal endoscopy 6 days post-procedure did not identify any visual signs of damage to the esophagus. A balloon pinhole had previously been reported for this procedure. Balloon pinholes occur when energy is delivered into stagnant blood or into moving blood at energy settings greater than 5.5w/30s. The user did not determine any relationship between the balloon pinhole and the gastric dilation.